Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal. Fluid ingression was also found to have contaminated the latch lock assembly and dso sensor. The latch lock, latch lock sensor, ground strips, dso sensor, dso bezel, and dso seal were replaced to fix the issue.

Event description:
The device was returned due to the cassette not being not latched properly. The results of the investigation found a delaminated downstream occlusion (dso) seal. There was no patient involvement.